Event description:
The customer reported that the ventilator display went blank while in use on patient. The unit continues to functioned and ventilate patient. The customer reported that the unit was in use on patient, but there was no patient harm reported.